Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous artery below the left knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was selected to dilate the lesion, however, the physician noted under radiographic guidance that the balloon ruptured upon initial inflation at 6 atms for 5 seconds. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).